Event description:
The customer contact reported during preventative maintenance testing at the user facility, the device touchscreen would not calibrate in service mode. There were no reports of any patient involvement, adverse patient events, or reported delays of critical therapies while the device was in clinical use. No additional information was provided.

Manufacturer narrative:
Testing and investigation found the touchscreen was responsive, however, the key alignment was slightly off. The probable cause was due to contamination on the bottom of the touchscreen due to fluid spillage. The device has been identified as part of a product recall. This report represents all the information known by the reporter upon query by hospira personnel.